Event description:
Post coiling treatment procedure, it was reported the coil migrated into the middle cerebral artery. Subsequently, this caused an ischemic infarction in the area and the patient experienced right hemiplegia and motor aphasia.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.